Manufacturer narrative:
It was reported that there was a single communication failure during a surgery. The investigation confirmed that it was due to a known anomaly. Device history record review and complaint history review were not performed based on the low severity of this complaint. (B)(4).

Event description:
There was a communication failure during the case. We were at our first trajectory after we had drilled and we were trying to move the robot arm back to clear it so the arm could return to the intermediate position. The screen said "communication failure, robot will shut down". The delay was only for 5 minutes. The patient was under anesthesia and there was no other issues during the case. The surgeon was running the robot.